Event description:
Incident as reported: lap chole- "physician placed (B)(4) after using cut-down technique. During case the seal cap portion of the trocar popped off of the cannula of the trocar. Physician and assistant tried to replace the cap several times but report that it would not stay on and kept popping off of cannula. Product was replaced with another (B)(4) to complete the case." As reported on us/importer report # (B)(4): event desc: during a laparoscopic cholecystectomy one of the trocars came apart and could not be used. The top solid white portion of the trocar kept coming off the clear body portion of the trocar. After multiple happenings, the trocar was replaced with another of the same size. Health professional's impression: stated above. Also, it was told it was hard to get the replacement trocar placed. But after it was, the procedure was completed without incident.

Manufacturer narrative:
Device is being returned for engineer eval. A follow-up report will be sent within 30 days or upon completion of investigation.